Event description:
Device 2 of 2. Reference MFR. Report# 1627487-2018-11318. Additional information received, identified the patient underwent surgical intervention (B)(6) 2018, wherein the t12 lead was explanted and replaced and the s1 lead was repositioned. Reportedly, an additional l5 lead was added for optimal coverage.

Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report# 1627487-2018-11317. It was reported the patient experienced the inability to increase stimulation. As a result, the patient experienced ineffective stimulation. System diagnostics revealed high impedances on one of the leads. Reprogramming was tried to no avail. Surgical intervention may occur later to address the issue.